Event description:
Female consumer reported that she has had two bottles of revitalens ocutec multipurpose disinfecting solution leak from where the top attaches to the bottle. The bottles were used and then discarded; the lot number is unknown.

Manufacturer narrative:
Event date: unknown. This is not a serialized device; unknown should not have been noted under serial #. Unknown should not have been written as a conclusion code was provided. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Lot and expiration are unknown; bottles discarded (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.